Event description:
The infusion pump did not detect the presence of air in the IV tubing. The quantity of air involved was not reported. Additional clinical information was not received. No patient injury occurred.